Event description:
Pt underwent right total knee arthroplasty during 10/86. Pt did well until 12/94, when she began having pain and "creaking" of the knee. Pt reported significant limitation with activities and pain. Pt was admitted to the hosp for revision of the total knee arthroplasty. Intraoperatively, severe wearing of the posterior aspect of the tibial components was found. Upon entrance to the knee joint, severe metalosis, involving the synovium, was also found and the black synovial tissue was removed.